Event description:
According to the literature, a prospective study compared the feasibility, safety, economic efficiency and outcomes of the use of stapler devices versus electrocautery for dividing segments in patients who underwent video or robot-assisted thoracic segmentectomy between june 2017 and march 2018. In the electrocautery group, the intersegmental plane was divided with a monopolar cautery hook set at 60w. There were 32 patients in this group. Other complications in the electrocautery group included: blood loss during operation of 100ml (median) and first day drainage volume of 440ml(median).

Manufacturer narrative:
Title: methods for dissecting intersegmental planes in segmentectomy: a randomized controlled trial. Source: (ann thorac surg 2020;110:258-64) accepted for publication feb 6, 2020. If information is provided in the future, a supplemental report will be issued.